Manufacturer narrative:
Findings: pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted.no bolus anomaly noted. The bolus wizard functioning properly per bolus wizard sample in the user guide. Pump passed all functional testing, including idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No cosmetic damage noted.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with a bolus but the bolus was not recorded in the device's history. The customer was assisted with trouble shooting and walked the customer with the proper bolus technique but the customer did not hear the cancelation tone.